Event description:
It was reported there was reduced brake force due to a worn brake plate. It was reported that that a nurse was allegedly injured while attempting to assist a patient onto the bed as the footend brakes were not working. No medical intervention or clinically relevant delay in treatment was reported.